Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered third degree heart block. The left ventricle was mapped using a bipolar voltage map, tagging late potentials as well as tagging purkinje and his signals. The critical structure/channel was discovered. During one ablation, the patient had ventricular extrasystole and one sinus beat occurred, and a his signal was discovered on the proximal electrodes of the ablation catheter. The ablation was immediately stopped. An av block 3rd degree was discovered. In the post operation room, the patient developed a narrow qrs rhythm and a possible sinus rhythm with av block 1st degree. Additional information was received on the event. Intervention was provided for ventricular tachycardia. The patient outcome of the adverse event is improved to fully recovered.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6) during an internal review on 02-may-2022, noted a correction to the 3500a initial report. The physician information which was provided was in error omitted from the 3500a initial report. Therefore, updated section e. Initial reporter.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The device evaluation was completed on 18-may-2022. It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered third degree heart block. The left ventricle was mapped using a bipolar voltage map, tagging late potentials as well as tagging purkinje and his signals. The critical structure/channel was discovered. During one ablation, the patient had ventricular extrasystole and one sinus beat occurred, and a his signal was discovered on the proximal electrodes of the ablation catheter. The ablation was immediately stopped. An av block 3rd degree was discovered. In the post operation room, the patient developed a narrow qrs rhythm and a possible sinus rhythm with av block 1st degree. Additional information was received on the event. Intervention was provided for ventricular tachycardia. The patient outcome of the adverse event is improved to fully recovered. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The lot number was retrieved during the device evaluation. Therefore, d4. Lot, d4. Expiration date and h4. Device manufacture date have been processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).